Event description:
It was reported the stimulator was removed due to infection. The type of organism was not specified. The device was not replaced. The device was returned for disposal only. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Device analysis revealed no anomalies. The device was placed on the automated test system (ats) to test the various programmable features and output ranges. This testing did not reveal any anomaly. The output was tested at the distal end of a known good extension. Acceptable, stable output was observed on each electrode pair on an oscilloscope, across a 510 ohm load, connected to the distal end of the extension. The battery was expanded slightly. The insulation coating and connector block were scratched. Foreign material was found in the connector port(s). A punchout hole was in the #3 setscrew grommet.